Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic heart cath procedure using a 6f sheath. Reportedly, the foot did not fully retract into the device as resistance with the anatomy was noted. Therefore, hemostasis and device removal were achieved via cut-down. There was no vessel damage noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.